Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
"Patient profile: (B)(6)-year-old female with a history of coronary artery disease, paroxysmal atrial fibrillation, heart failure with preserved ejection fraction, dementia, asthma, and aortic stenosis who underwent transcatheter aortic valve replacement (tavr). Event summary: the patient underwent tavr complicated by acute severe right heart failure with right ventricular (rv) cardiogenic shock. A multidisciplinary heart team decided to initiate right-sided mechanical circulatory support. While in the cardiac catheterization laboratory, an impella rpsa peel-away sheath was inserted into the internal jugular vein. Implantation of impella rpsa was aborted and the patient was transported to the operating room where a decision was made to implant an impella rp flex. The impella rp flex was implanted and appropriate placement was confirmed by transesophageal echocardiography (tee). The peel-away sheath was removed, and the repositioning (repo) sheath was advanced and sutured in position prior to transport to the intensive care unit (ICU). Upon arrival in the ICU, a chest x-ray confirmed good device placement. The patient was started on intravenous epinephrine, developed ventricular ectopy, and subsequently experienced a cardiac arrest requiring CPR and defibrillation. Return of spontaneous circulation (rosc) was achieved. Epinephrine was weaned off after rosc, and the patient remained hemodynamically stable. Rv function improved while on impella rp flex support and all vasopressors were weaned. During the ICU course, the patient¿s serum creatinine increased and urine output decreased; nephrology ordered diuretics. The patient also developed a fever to 103°f. Given the improvement in rv function, the heart team planned to wean and explant the impella rp flex. The patient subsequently expired. Additional details regarding the timing and circumstances of death relative to weaning/explant were not provided. The impella rp flex will be coded for acute kidney injury, fever, and cardiac arrhythmia which occurred immediately after initiation of IV epinephrine and resolved with discontinuation of epinephrine. The impella rp flex will be conservatively reported for death; however, the device is unlikely to have contributed to the patient's death, which was most likely due to the underlying critical clinical condition. Detailed event chronology: tavr and acute rv failure. Underwent tavr for aortic stenosis. Post-procedure course complicated by acute severe rv failure and rv cardiogenic shock. Heart team determined need for right-sided mechanical circulatory support. Sheath placement and or implant in the cath lab, an impella rpsa peel-away sheath was inserted into the internal jugular vein. Patient transported to the or; decision made to implant impella rp flex. Rp flex implanted with tee confirmation of appropriate positioning. Peel-away sheath removed; repo sheath advanced and sutured prior to ICU transport. ICU arrival and arrest: ICU arrival chest x-ray confirmed good position of rp flex. Patient started on IV epinephrine, developed ventricular ectopy, and then cardiac arrest. CPR and defibrillation performed; rosc achieved. Epinephrine was weaned off after rosc; patient remained hemodynamically stable. Improvement on support: rv function improved on impella rp flex support. All pressors weaned off. Subsequent ICU course: rising serum creatinine and decreasing urine output; nephrology ordered diuretics. Developed fever to 103°f. Planned wean/explant and death: due to rv improvement, heart team planned wean and explant of the impella rp flex. Patient subsequently expired (exact timing relative to wean/explant not provided). Outcome: death during the hospitalization while supported with impella rp flex (or around the time planned for wean/explant; specifics not provided).

Manufacturer narrative:
Corrected information has been provided in d1: ppae (arrhythmia/cardiac arrest/fever/acute kidney failure): the root cause of the injury was not determined due to insufficient clinical details.